Manufacturer narrative:
The device was returned to zoll medical corporation. The customer report was unable to be duplicated during functional inspection. The device was extensively tested to clincial extremes and passed successfully. The device log was reviewed and it appears the connection between the device and the multifunction cable (mfc) was intermittent at times as a factor in the customer report. The defib receptacle was replaced as a precaution, and a new mfc cable was sent to the customer. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device experienced ECG monitoring failure. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.